Event description:
It was reported that there were high thresholds and high impedance on the right ventricular (rv) lead. It was noted that the thresholds and impedance had increased starting a few months prior. The lead was laser extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.